Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking near the stopcock. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between may 25, 2018 - may 26, 2018. One (1) sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a spike port cap leak from the base of the spike port tubing. The reported condition was verified on the returned sample. The cause of the condition could not be determined. This issue is being further investigated. The second sample was not received; therefore a device analysis could not be completed on that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.